Event description:
The pt reported experiencing withdrawal symptoms since returning from another country, the previous night. Specific symptoms were not reported. Device registration records indicate the pump contains morphine. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.